Event description:
The customer reported, during the unloading of a patient loaded stretcher, the unit tipped over. The patient sustained minor skin abrasions and was treated in the emergency department. The unit was evaluated with no issues found. No further details have been provided.